Event description:
It was reported that "a kit of hood" had a hair between the fine plastic and the sterile packaging. Actions required as a result of the issue: no. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Accy kit, boot model 3550-24, lot# 0205647678, implanted unknown, explanted unknown.

Manufacturer narrative:
Final analysis of accy kit, boot model 3550-24, lot# 0205647678, showed anomaly (new out of the box) foreign material. Hair between sterile packaging and outer shrinkwrap.